Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 28 oct 2020.

Event description:
The customer reported "blower temperature high" alarm. The fault occurred about ten minutes after the device was made to start up. The unit was not in use, and there was no patient or user harm reported.

Manufacturer narrative:
G4:04dec2020, b4:06dec2020 . Although the hospital staff replaced the circuit, the customer reported the alarm occurred continually; therefore, they replaced the device with the same model. The customer cleaned the fan filter area using a vacuum cleaner and then did 2-hour run testing; the phenomenon could not duplicate. Philip's service engineer evaluated the device and the occurrence of the diagnostic code related to blower temperature high was confirmed in the event log; however, the failure could not be replicated during testing. The preventive maintenance kit, which includes the blower, was replaced preventively. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.